Event description:
The product has a cracked housing and there was a cooling alarm on start up. There was no patient contact because the product would not pass the initial setup tests on the cusa console. There was no patient injury. The product problem did not delay surgery start but it potentially lengthened the surgery time due to the set up time of changing handpieces and the alternate available handpiece not being as powerful. As per sales representative, the product did not appear overtorqued. Visually, the aspiration hole and dot on the handpiece were aligned properly. It was reported that the sales representative checked the sterilization parameters from the cycle as well and it was standard steam sterilization as always. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.